Event description:
Reporter alleged her husband was unresponsive and she could not obtain a error message on the compact plus device when she tried to use it. Reporter stated that she treated him with a glucagon shot and then 5-10 minutes later he was able to eat. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.